Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the fuse of the internal battery was observed. The internal battery needs replaced to address the issue.